Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - lot # 474293. (B)(6) - lot # 474272.

Event description:
Customer reportedly received the following results, with two different test strip lots, within 10 minutes: 58 mg/dl (lot # 474293) and 117 mg/dl (lot # 474272). No adverse event reported. Return of the suspect device was requested for evaluation.